Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a shaft break occurred. The 2.25x20mm taxus liberte drug eluting stent (des) was advanced to the target lesion but the physician felt strong resistance when inserting the device through the lesion due to the "tightness" of the lesion. The physician pushed the device backwards and forwards several times and then the proximal part of the shaft broke. It was noted that the broken point on the shaft was outside of the guiding catheter, making it possible to successfully remove the device. The physician performed more predilations in the lesion and successfully implanted another of the same device.

Manufacturer narrative:
Product analysis verified a hypotube fracture. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. The returned catheter exhibited a hypotube fracture located approximately 23.2cm distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint is unknown.